Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for daughter via phone call that the insulin pump had a blank display. The customer¿s daughter blood glucose level was 237 mg/dl at the time of the incident. Customer states my daughter went to do a sight change and her insulin pump is completely dead. Customer didn't get a change battery or anything it's just dead. Customer tried changing out the battery but nothing's happening. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test, and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with cracked battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.